Event description:
A customer from denmark stated that her son tested his blood glucose and received a reading of 1.3 mmol/l using his contour link meter and a reading of 6.9 mmol/l using another meter. The difference between the readings falls in the "c" zones of the error grid, making the difference clinically significant. No adverse events were alleged. The customer's test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.